Event description:
It was reported that the ilet pump¿s screen became cracked and unresponsive after a laptop fell onto the device while it was charging on the floor, resulting in limited ability to navigate beyond the home screen. Symptoms included no physical injury. Outcomes included temporary loss of usability of the device interface and user reliance on a replacement unit, with data reported as synced prior to shutdown and plans to return the damaged device. Investigation included customer interview, photo review confirming a crack on the left side of the screen, and verification of device information. Investigation of this case revealed external physical damage to the display/touchscreen consistent with impact, causing partial or complete loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced external impact damage to the screen.

Manufacturer narrative:
Initial.